Manufacturer narrative:
Merge healthcare is continuing to investigate the customer's allegation.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On 07/29/2016, merge healthcare received information regarding a camera that was not connecting to the eye station. According to the customer, the firewire card had already been replaced and the system was still not functioning. On 08/04/2016, follow-up with the customer indicated that most patients were able to have imaging performed by another system (heidelberg). The customer reported that three (3) patients had to be rescheduled for fundus photos, as the wide field imaging was not available, except through the eye station. With merge eye station not performing as expected, there is a potential for a delay in diagnosis or treatment for a patient that may result in harm. However, there is no indication of any direct patient impact that has been reported as a result of the delay. (B)(4).

Manufacturer narrative:
Additional narrative: this supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 08/30/2016. To troubleshoot the issue, the customer reported they replaced the firewire card and handled the rest of the issues within their own internal department. Due to pricing reasons, the account did not want to pursue any more assistance with the support department. On 02/26/2018, the customer reported images came in under developed. The customer rebooted the system and the software would no longer load. Support had the customer reset the station back to the legacy driver and the issue was resolved. To date, the issue has not been reported again. Reference case (B)(4). Update to MFR site - report source contact information. - evaluation codes: method: 10: actual device evaluated. Results: 3213 interoperability problem. Conclusions: 4307: component failure.